Manufacturer narrative:
(B)(4). Device history record batch card for the complaint lots were reviewed, and passed the qa inspection. Two representative samples were returned for investigation. There were no abnormalities observed on the samples based on visual inspection. Investigation conducted on the returned samples observed that the balloons can be inflated and deflated without any issue. There was no any other abnormalities or design irregularities observed on the returned samples. Based on the complaint description, it is likely that the balloon was leaked. Leak balloon may occur due to various reasons such as in contact with sharp or pointed objects or exposure to encrustations which causes leak to the balloon. This will cause balloon not to be able to stay inflated. Based on literature, salty like sediment could also possibly lead to balloon leak. Deflation of a foley catheter balloon, nursing standard which stated that encrustation sticks on the catheter balloon may break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. In our current standard operating procedure, the other remarks: products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will again be subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process.

Event description:
Reported event: the patient was catheterized four times in a 12 hour period because the balloon deflated. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the patient was catheterized four times in a 12 hour period because the balloon deflated. The patient's condition was reported as fine.